Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension, two (2) infrarenal stent graft extensions and a palmaz (non- endologix) stent to treat an abdominal aortic aneurysm (aaa). The palmaz (non- endologix) stent was placed between the bifurcated stent graft and one (1) of the infrarenal stent graft extensions causing this procedure to be outside the indications of use (off- label). Approximately 1 month post initial procedure, a type 3a endoleak was identified by a computerized tomography (CT). An attempt was made to resolve this type 3a endoleak by implanting an ovation ix main body and lilac limb but was unsuccessful. Another intervention is being planned but has not been scheduled. The patient was reported as doing well.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension, two (2) infrarenal stent graft extensions and a palmaz (non- endologix) stent to treat an abdominal aortic aneurysm (aaa). The palmaz (non- endologix) stent was placed between the bifurcated stent graft and one (1) of the infrarenal stent graft extensions causing this procedure to be outside the indications of use (off- label). Approximately 1 month post initial procedure, a type 3a endoleak was identified by a computerized tomography (CT). An attempt was made to resolve this type 3a endoleak by implanting an ovation ix main body and lilac limb but was unsuccessful. Another intervention is being planned but has not been scheduled. The patient was reported as doing well. Additional information: a third intervention was completed on 28jun2019. The physician elected to implant an ovation iliac limb to treat this event. An intraoperative type 1 endoleak was identified. The physician then implanted an afx infrarenal stent graft extension, and a non- endologix (palmaz) bare metal stent to resolve this event. During the clinical assessment, the reported type 3a endoleak was refuted rather it was a type 3b endoleak of the bifurcated stent graft. Also the following additional events were identified; sac growth of 5mm, a type 1a endoleak and buckling of the right common iliac stent.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed at the completion of the clinical assessment, clinical was able to find substantial evidence to refute the reported type 3a endoleak rather it was a type 3b endoleak of the bifurcated stent graft. The type 3b endoleak is likely user related due to the concomitant use of non endologix product (off- label), and the report that during the index case the device was torqued/pushed with great force due to severe tortuosity and calcium; suspected that the graft was somehow damaged during delivery. Additional finding of the sac growth of 5mm, a type ia endoleak and buckling of the right common iliac stent were also identified. The type 1a endoleak was likely related to the off-label nature of the neck, length was 10mm (should be greater than or equal to 15mm), as well as the infrarenal neck angle was 74° (should be less than or equal to 60°). The buckling of the right iliac stent was likely related to the use of a non endologix product concomitantly (off label condition). The sac growth was likely related to the identified endoleaks. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2.